Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. At the time of hospitalization their blood sugar was reportedly ~800. The reporter believes the monitor is not working, they feel they did not bolus enough because the monitor reading was inaccurate. It was reported the day they were hospitalized they tested with the monitor and it said their blood sugar was "okay". When questioned about the actual blood sugar reading they said the monitor had read 500. After they hospitalization the reporter resumed using the pump and says it has been working "fine". Reporter also states that they get different readings from their insulin infusion pump with blood glucose monitor vs. The freestanding meters.